Event description:
The facility representative contacted baxter to report an infusor that had a reservoir ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been requested and has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.